Event description:
It was reported that during a da vinci si hysterectomy surgical procedure the prograsp forceps instrument wheels were not engaging. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of wheels not engaging cannot be confirmed. The instrument was placed on is3000 system and driven. Recognition and engagement passed. Input discs are not damaged. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Clinical type evaluation did not find any issues. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .060 - .265 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.